Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was observed to continuously blink, sending the laser system into standby mode. An excessive fiberlife message was rec'd at 20,749 joules of use. The procedure was completed using a second fiber. There was no pt injury reported.

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to show evidence of a radial fracture, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Mild burnt detritus on the metal cap and severe devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.